Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) said healthcare provider (hcp) called to report patient has burning sensation at implant site when recharging and patient's face is numb while recharging. Rep didn't know when issue started. Rep said hcp mentioned that the recharger stays on for 30 seconds and then shuts off, without further explanation. Rep had hcp doesn't intend to troubleshoot further. Call back from  rep. Caller spoke with patient's neurologist today and sent 2 videos (see attachments) of recharger behavior. Caller stated recharger was initially showing red light so they re-paired everything including turning stim off and on and then recharger appeared to be working as expected except that it was clicking a lot more than expected once it connected to the implantable neurostimulator (ins). Caller stated ins is currently at 76% and patient's settings and therapy are good. Caller will be seeing patient on monday and requested a replacement recharger be sent to them so that if patient is still having issues, they can have a working recharger to avoid losing therapy. Tech services (tss) requested replacement recharger and reviewed to see how the recharger behaves over the weekend and to connect to recharger with app to see if there are any error codes present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the burning sensation wasn¿t determined. The neurologist checked the patient over and was unable to find a root cause. The hcp instructed the patient to cease recharging if the burning continued, but the burning sensation abated after an unknown period of time.

Manufacturer narrative:
Analysis of product wr9200, serial# (B)(6) revealed (84)4100 error code observed in logs. This issue does not impact the functionality of the wireless recharger. Cross talk related errors (1402) observed in logs. These error codes are not persistent and do not impact the functionality of the wireless recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.